Event description:
It was reported that the system 5 dual trigger rotary handpiece ran as soon as the battery was attached, with no user activation, during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 5 dual trigger rotary handpiece ran as soon as the battery was attached, with no user activation, during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
It was found during inspection of the handpiece that the handpiece would continue to run without activation due to a loose straight pin that jammed into the trigger thus causing the handpiece run event when the trigger was not pulled. The technician replaced the motor assembly to correct the failure of the straight pin as well as additional components as preventative maintenance.